Event description:
It was reported the nurse is unable to push fluids when placing a PICC line or a flush line with the patient and needs to replace the central venous catheter with a new peripherally inserted one to push fluids again. No other information was provided.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.